Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient was traveling to their pre-set appointment with their endocrinologist at the hospital, the patient felt dizzy, nauseous and felt bad. The cgm was showing 55 mg/dl, there was no bg meter available to perform a comparative fingerstick. When the patient got to the hospital, the endocrinologist checked the bg and it showed 550 mg/dl while the cgm was showing 55 mg/dl still. The endocrinologist provided 12 units total of fast acting insulin (no documentation about the insertion route) and the patient was feeling better after getting insulin. The patient stayed at the hospital for another hour getting water and for more observation by the endocrinologist. At the time of the report the patient was feeling fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.